Event description:
Patient presented to op surgical site for procedure. (Lap choley). Provider attempted to load clip applier for procedure only to find it was malfunctioning. The clips which load automatically were falling out. Applier was not near patient. This is a disposable unit and was taken out of service. There was no harm to patient or delay in care. New applier obtained and procedure continued. The patient tolerated the procedure well and was transferred to pacu in stable condition.